Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set occlusion on (B)(6) 2024. Patient blood glucose at the time of issue 500mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.